Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker recorded a red call doctor (rcd) alert and had difficulties to interrogate. Technical services (ts) was consulted and noted this pacemaker not being detected and had unsuccessful transmissions. The patient contacted support and troubleshooting was performed, including verifying proper port connections, power cycling the communicator; however, the issue remained unresolved. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this pacemaker recorded a red call doctor (rcd) alert and had difficulties to interrogate. Technical services (ts) was consulted and noted this pacemaker not being detected and had unsuccessful transmissions. The patient contacted support and troubleshooting was performed, including verifying proper port connections, power cycling the communicator; however, the issue remained unresolved. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for projected remaining capacity. Device replacement was recommended. No adverse patient effect were reported. This ICD remains in service